Event description:
The devide fixed the anterior skim cut guide during tka. The locking screw was broken before use. Spare product was used in the op and there was no advserse consequences. No more information will be provided.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding fixation screw was not function involving a passport a/r fem. Align. Guide was reported. The event was confirmed. Method & results: -device evaluation and results: the damage on the locking screw thread and the thread from the body of the alignment guide, this most likely was created by over torqueing the locking screw during the repeated use and or created using an external tool as wrench or pliers to screw and unscrew the device this was notice because of the clear damage marks on the hexagonal screw head. -medical records received and evaluation: patient factor were not involved in the reported event. -device history review: review of the device history records indicate enter that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the damage on the locking screw thread and the thread from the body of the alignment guide, this most likely was created by over torqueing the locking screw during the repeated use and or created using an external tool as wrench or pliers to screw and unscrew the device this was notice because of the clear damage marks on the hexagonal screw head.

Event description:
The device fixed the anterior skim cut guide during tka. The locking screw was broken before use. Spare product was used in the op and there was no adverse consequences. No more information will be provided.